Manufacturer narrative:
H3 other text: sensor not returned.

Event description:
Per medwatch report mw5187461, "while patient using adult pulse oximeter adhesive sensor on finger and urinal - wires exposed still protected with covering but patient believes he urinated on wires and received a lightening bolt sensation up his arm."